Event description:
The facility reports the resident was on the saf-lift and put in the tub. The whirlpool was turned on and the caregiver left the room to give the client some privacy. At some point, the caregiver checked on the client while the whirlpool was running and then left the room again. When the whirlpool stopped (tub has 30 minute running time), the caregiver entered to room to find the resisdent face down in the water. The care aid lifted the resident from the water using the saf-lift, called 911, and began CPR until ambulance personnel arrived and took over. Resident was taken to the hosp and later passed away.